Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: lot number is unknown, and therefore, DHR could not be completed. If the lot number can be confirmed, the DHR will be revisited. A manufacturing-related potential cause was not suspected, therefore, per franchise complaint product investigation procedure no manufacturing record evaluation is required. Visual inspection: the sddrive screwdriver t8 (p/n: 03.110.007, lot number: unk) was received at us customer quality (cq). Visual inspection of the complaint device it was observed the rotary end cap was missing from the device assembly. No other issues were observed with the retuned device. Device failure/defect identified? Yes. Dimensional inspection: dimensional inspection was not performed on the returned device, it is evident the device was missing a component document/specification review: since the exact manufactured date of the device was not identified, the current revision of drawings was reviewed. T8 one piece screwdriver. No design issues or discrepancies were identified. Complaint confirmed? Yes. Investigation conclusion: this complaint was confirmed as the rotary cap of the device was missing. No definitive root cause could be determined based on the provided information. There was no indication that a design or manufacturing issue contributed to the complaint. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Event date: unknown date in 2021. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on unknown date, during a routine inspection of a loaner set, it was observed that the screwdriver was broken. There was no known patient or hospital involvement. This report is for (1) sddrive screwdriver t8. This is report 1 of 1 for (B)(4).